Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-may-2026, a sales representative reported via (B)(4) that the tip of an ar-3373-4202 sheath broke off during a case. No patient was affected.